Event description:
A user facility in canada reported that their system loses all power intermittently for the last 2 years. In this case they swapped systems to finish the procedure. There was a 5-10 minute delay. They were able to complete the surgery without any patient impact. Although this occurred before they do not know how many times. Only that there was no patient impact in any of the cases.

Manufacturer narrative:
The field service technician on site tested the stellaris unit and found no errors. The power supply was replaced as cautionary measure. The unit was tested again and found the unit would not turn on with the foot control wired to the unit. The foot control wire shorted from shield to green pin solder. The foot control wire was sent for replacement. The investigation is ongoing.

Manufacturer narrative:
Further evaluation determined that system sps11676 met both the module and system level test criteria outlined within (B)(6), demonstrating an acceptable and stable output level of 23.32 vdc under the test load. The unit operated the depot stellaris elite test system, sys01194, for a period of some 68 hours without the reported issue being reproduced. Section 11.0 of sp-st-004, referencing sp-st-0035, was not performed as any failure condition would drive a repair and retest, with repair being outside of the limited analysis scope requested. It was noted that there was a divot in the insulation directly over one lead of polyufuse ¿r187¿ (which caried 24v rtn) where it passed above leg #4 of connector ¿j16¿ which carried 24 v. The polyfuse¿s soldering reflected wanting defluxing about its pads and included metal sputtering residue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.